Manufacturer narrative:
The device, a 7 year old unit with impact damage, was returned to smiths medical; it was received in with a cracked CPAP knob and minor damages to the front panel. The input manifold assembly is extremely loose on the bottom chassis. Internal rattling is heard. Performed self-function test(led cycle) and high pressure functional testing. The root cause is undetermined. Self-test failure may be intermittent. The pressure switch was out of spec. Replaced the electrical chassis as a preventative measure to correct both reported reasons.

Event description:
Oracle ro (B)(4): it was reported that a unit failed self function test and led for high pressure is not functioning. Additional info received via email 15-nov-2021. Event date unknown. Unit was sent into facility for an annual pm. No patient involvement. No patient injury was reported.